Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to prime during use. The following was reported by the initial reporter: "it was reported by the consumer that the needle is clog during flow check. And has found a few without points on the patient end of the needle. Consumer reported finding the needle clog during flow check - advised proper placement. Daughter/user is 9 years old consumer reported finding a few without points on the patient end needles. Found when trying to insert into site".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to prime during use. The following was reported by the initial reporter: "it was reported by the consumer that the needle is clog during flow check. And has found a few without points on the patient end of the needle. Consumer reported finding the needle clog during flow check - advised proper placement. Daughter/user is 9 years old consumer reported finding a few without points on the patient end needles. Found when trying to insert into site".